Event description:
The user reported that during routine testing of the defibrillator, it would not fire. There was no pt involvement. Inspection of the device revealed extensive physical damage from the unknown causes. It was extensively tested, and the reported problem could not be duplicated. It functioned normally, and within specifications. The event is not occurring more frequently or with greater severity than is usual for the device.